Manufacturer narrative:
One used unit was received for evaluation. During evaluation of the sample, no damage was found, however the sample was inspected under magnification used micro uv equipment, finding a cut in the pvc extension tubing near from adapter causing leakage. See pictures attached. Returned material showed reported defect: yes. DHR for lot number (B)(4) was reviewed and no qns or other events were related to the complaint stated by the customer. Manufacturing review: no equipment, instrument, process and/or surfaces that could cause this kind of damage were detected. Confirmed: bd was able to duplicate or confirm the customer¿s indicated failure mode after evaluate the sample we confirmed the reported defect by customer, however the cut in the pvc tubing does not associate to the mfg. Process, because during assembly of this product we first assembled the cannula in the wing/inserter and after placement needle cover, before the assembly pvc extension tubing. Conclusion: this reported defect is not common in our process, since this cut is located outside the pvc tubing. Product within specification? Yes; no. Root cause: we could not found the exactly root cause of the issue since we do not used sharp objects.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that there was leakage from a bd saf-t-intima IV catheter safety system 24 g x 0.75 in. During use, no report of injury or medical intervention.